Manufacturer narrative:
Due to the device's single use nature, it was discarded and could not be tested. Root cause cannot be determined. Hypersensitivity to an iron oxide or dextran component of magtrace is suspected; allergy was not tested pre procedure. Complaint records and bmr for the lot were reviewed; no related trends or additional complaints identified. Pathology results pending.

Event description:
An 80-year-old male patient with a diagnosis of breast cancer was scheduled for surgery with indication for sentinel lymph node biopsy (slnb), (invasive ductal carcinoma, luminal a). One week prior to surgery, the surgeon administered 2ml of magtrace following the standard procedure in the IFU. Shortly after the injection, the patient reported the appearance of a skin reaction/rash at the injection site. Burning/itching is noted in the skin in the breast area as well as in the axilla. (Mt, likely corresponding to the pectoralis major region). On the day of the surgery, this lesion was observed in the operating room. The surgeon initially suspected a tumor. However, the patient stated that the lesion had developed after the injection. The initial plan was to perform a local excision of the lesion and send an intra-operative biopsy to the pathology department (anatomical pathology) for analysis. However, the surgical approach was ultimately changed, and a total mastectomy was performed. The entire breast tissue was sent for pathological evaluation. Result are currently pending.